Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension 298253 investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratches to the screen, a missing syringe cap and battery cap, and a cracked syringe port. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. Service history review identified that the device was last serviced on (B)(6) 2020 for an issue related to "case damage" per ro (B)(4).